Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 5035 products designation refobacin bone cement r 1x40g, reference 3003940001, lot number a747da1505 were manufactured on 19 april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. According to available data, the most probable root cause is due to packaging issue (sealing process). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that the inner sterile packaging on the corner bc was opened. This event occurred before the surgery. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported that the inner sterile packaging on the corner bc was opened. This event occurred before the surgery. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer. Therefore it could not be analyzed. Pictures were received and reviewed. The picture review does not show that the inner cement pouch sealing was opened. The reported event could not be confirmed. The review of the device manufacturing quality record indicates that (B)(4) designation refobacin bone cement r 1x40g, reference 3003940001, lot number a747da1505 were manufactured on 19 april 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 6 complaints (including the current complaint) have been recorded for refobacin bone cement r 1x40g, reference 3003940001, lot number a747da1505 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.